Event description:
It was reported by the sales rep that the intraclude aorticcatheter had a kink in the line that lead to high pressure readings. The device was exchanged out for a new one. There was no patient injuries, the replacement intraclude worked correctly.

Manufacturer narrative:
Evaluation: the intraclude aortic device, icf100 was returned. Some dried blood was visible on the returned components. The catheter was visually inspected and a kink was found just below the trifurcation of the catheter. Multiple kinks were found on the catheter between from 60 cm and 70 cm marker bands. The shaft had buckled between 80 cm and 85 cm marker bands. The balloon was inflated with 35 cc of water as indicated in the IFU. The balloon inflated properly and was able to maintained inflation for over two hours with no defects observed. Visual inspection was performed with an unaided eye. Balloon inflate using 35cc syringe. Since the lot number of the device is unknown, a device history record review was not performed. In this complaint, there were no patient injuries and as stated the device was used successfully after troubleshooting the device. The kinking on the shaft of the device could have occurred due to overtightening of the hemostasis valve, excessive retraction/traction or mishandling of the device during prep. There are indications of these in the IFU. However, root cause of what caused the kink cannot be determined. This complaint could not be traced to a manufacturing or design related issue; therefore, a product risk assessment pra will not be initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
The device is currently under evaluation into root cause.